Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that the patient faced similar events of bent cannula with seven infusion sets. The symptoms were noticed within 3 hours of insertion. The site of insertion was abdomen and was rotated regularly. Patient's blood glucose at the time of event was 350mg/dl. Therefore, patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1882090 - MDR - device 2 of 7.